Event description:
Consumer stated that the rubber bristles are falling off from the equate orbit brilliant white optimum toothbrush. He used the brushes less than 3 months, the rubber pieces from the middle came out as he was brushing. 2 pieces in total came out. He called (B)(6) and then threw the brush away. He said the toothbrush was more than 2 months old.